Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an aortic arch aneurysm using two gore® tag® thoracic endoprostheses. The first endoprosthesis was deployed in the descending aortic artery. The second endoprosthesis (tgu343415j/17374368) was deployed just distal to the ostium of the left subclavian artery (lsa) and the partially uncovered stent unintentionally covered the lsa. After that, blood pressure was measured in the aortic arch and in the lsa. It was reported that a pressure gap was observed. A bare metal stent was additionally implanted in the lsa, and the pressure gap was resolved.